Event description:
Customer reported alaris system is not alarming for IV infiltrates and wanted information regarding the different pressure modes available. She reported the hospital is seeing an increase number of IV infiltrates. One of the infiltrates that occurred in the pediatrics intensive care unit was "pretty bad". She thought the IV fluid that infiltrated was hyperalimentation. Customer did not provide information related to affect on pt and whether or not any medical intervention was required. Educated the customer that alaris system is not designed or intended to detect infiltrations.

Manufacturer narrative:
(B)(4). The reported infiltration event could not be confirmed. The alaris system is not designed or intended to detect infiltrations and will not alarm under infiltration conditions. Customer did not record the device serial number and no device or device logs were returned, no failure investigation could be performed.